Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a "runaway pacemaker." It was noted by the clinician that they had to apply the medical magnet to relieve the patient before transferring them to a cardiologist. The device is still in use. No further patient complications have been reported as a result of this event.